Event description:
On (B)(6) 2014, the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose reading of 160 mg/dl on the reported meter and the reading of 110 mg/dl on the other meter. There was no patient injury associated with this issue. As the issue was not resolved and the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (06/04/2014) - the lay user/patient¿s products have been returned, and were evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 ¿ (06/04/2014) - MFR narrative field. The lay user/patient¿s products have been returned, and were evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 ¿ (06/04/2014), the lay user/patient¿s meter has been returned and evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: error message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.